Event description:
Pt had operation on 11/18/96. Pt returned to hosp 12/13/96 with c/o fever. Pt was re-operated on 12/16/96 with another co's mesh removed due to infection but patch left in place due to the possibility of more problems if patch was removed.